Manufacturer narrative:
H3: examination of the valve in the laboratory revealed three sutures had been disrupted which resulted in gaps at the tissue sewing ring interface. One of the disrupted sutures was located at the commissure between the left and noncoronary cusps and two others were near the commissure between the right and left-coronary cusps. Additionally, the sewing ring was disrupted in several locations, exposing the wireform. Based on the test results, the leakage can be contributed to the fact that the commisure cloth was not sealed, such as would occur after the initial healing process. The function of the valve was normal. The gross visual findings noted were attributed to mechanical injuries which were artifactual of the implant/explant procedures. H6: x=ray, in vitro leak testing.